Event description:
Pt had several issues with t wave oversensing. After several attempts, the sensing was successfully programmed around the oversensing, but the sensing amplitude of the r waves has decreased. This lead has been explanted.